Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the third way of the catheter must exit at the end (after the exit of the first and second way) to enable the administration of the drug, but the output of the third way of this material was questionable. Therefore, the drug administered recirculated in the machine and did not go directly to the patient. In addition, the guidewire exit would be through this route, which did not happen. The use of the product followed the instructions of the manufacturing service. There was no reported patient outcome.